Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
Patient is a female who underwent 3rd left tha revision surgery due to 2nd degree loosening of the acetabular component.